Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor speed would slow down and eventually stop. The motor was replaced and resolved the reported issue. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device wouldn't start outside of surgery. There was no procedure delay nor patient involvement. Evaluation of the device later found that the motor speed would slow down and eventually stop. No adverse events were reported as a result of this malfunction.